Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize ECG signal) was confirmed due to the monitor's electrode belt connector being broken free from the monitor enclosure, causing several wires on the receptacle to be torn and cut. The monitor was unable to complete baseline testing. The root cause of the physical damage to the damaged connector was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize an ECG signal.